Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 400s (mg/dl) during (B)(6). Customer administered correction boluses with the pump to treat their bg levels; however, their bg levels remained elevated and the customer reverted to insulin pen injections for diabetes management. Recommendation was made to consult with their health care provider to discuss diabetes management.